Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose difference, and unexpected suspension (low sg). The customer reported a blood glucose value of 2 mmol/l. The customer reported hypoglycemia and had an emergency room visit and was hospitalized with the symptoms of convulsion and loss of consciousness. The customer was treated with glucagon and was hospitalized for less than 24 hours. The event involved product(s) mmt-7040d2. Troubleshooting was performed and the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range and the blood glucose value from the reported event being 3.3 mmol/l and sensor glucose value from the reported event being 2mmol/l with the low limit settings 3.9 mmol/l. The customer reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. No further patient complications were reported. Product return for mmt-7040d2 is not expected. Updated summary: customer's mother reported low blood glucose value of 2mmol/l that she thought was likely caused by the difference from the sensor glucose value of 3.3mmol/l. There was no unexpected suspension due to low sensor glucose value. Caller also reported customer having convulsions and lowered levels of consciousness. There was no loss of consciousness. Caller said she will go through the settings with the hcp. Low was treated with glucagon and customer went to the emergency room at 6pm for less than 24 hours. Troubleshooting was done for the low and the sensor. Pump was used within 48 hours of the low. Per carelink, smartguard was used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.